Event description:
Additional information was received that lead revision was attempted on (B)(6) 2026 but access to the target area could not be obtained so case was abandoned. The lead remains implanted, deactivated. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. The defibrillation function of the rv lead was programmed off. The patient was stable throughout the changes.